Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he experienced bleeding at the insertion site of his sensor and was receiving readings in the 50 to 59 mg/dl range for most of the day. The customer's blood glucose at the time of reporting was 88 mg/dl and the site was not actively bleeding. The sensor had already been removed. Nothing further was reported.